Event description:
It was reported that the lead was extracted due to a lead failure detection approximately 35 months after the implantation. During the extraction procedure an insulation damage was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis demonstrated 23 cm distal to the is-1 connector pin that the insulation was found squeezed and damaged. In this region the outer conductor coil was found fractured, which is assumed to be the root cause of the reported lead failure. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment (subclavian crush). The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.